Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Misaligned ream cut. We did a case on monday for a hip and our reaming was off compared to our plan. Passed all verifications to advance into reaming, but after reaming the cut was not where the plan said it would be. Tha case. Logs provided: (B)(4).

Event description:
Misaligned ream cut. We did a case on monday for a hip and our reaming was off compared to our plan. Passed all verifications to advance into reaming, but after reaming the cut was not where the plan said it would be. Tha case. Logs provided : (B)(4).

Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: an event regarding inaccurate reaming involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 588 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding inaccurate reaming. There were no other reported event for the listed catalog number. Conclusion: the checkpoint of reamer shaft was in the spec and no translation error was observed from bone registration. Based on the reamed pelvic model, the pelvis was prepared based on the plan although it was confirmed that the posterior side of the acetabulum was over-reamed. Over-reaming can occur due to excessive force on the haptic boundary or a moved array during reaming. No system defect or malfunction is suspected.